Event description:
Customer called to say that this item broke inside of the patient and she wanted to know if the material was soluble or not, if it's ok to leave in the patient or not. Customer later indicated that drain had been sutured.

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. As no lot number was reported, the device history record could not be reviewed. Without the customer's product sample or a lot number, we are unable to determine the root cause of this incident. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). "To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.